Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she has a couple of "sores" around the pump and they keep "weeping." The hcp thinks the infectious disease might be bacterial infection - pain management hcp thinks it could be allergy related. The patient is looking for a "patch allergy test kit." She has seen an allergy hcp but they told her they could not help her. She has a new sore and it could be irritated from it rubbing on her clothes. The pump "bulges way out." She is taking oral antibiotics. The patient is working with her hcp's to diagnose the issue, and is requesting an allergy patch kit. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the healthcare provider (hcp) thought the patient may have an allergy from the morphine or the pump itself. The patient still thought it may be an infection, as did their nurse practitioner (np). The patient would find an allergy specialist. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and morphine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump implant site had redness and purplish color and the patient had not done too well, but it did help with chronic pain sometimes. The event date was the date of implant, (B)(6) 2018. About a month after implant, the patient had a "pretty good infection," so she took cipro (ciprofloxacin) and thought it was better. The patient had trouble off and on with weird pain around the pump that felt like a second degree burn right on top of the pump, that encompassed the whole pump, that caused pain where clothing rubbed against it, even in the car. It was agonizing but that got better. About a month after implant, they wanted to change her to morphine because she was not tolerating fentanyl well. She had to go back to orals because they turned the pump down to the lowest level because they did not want to put the needle in to refill it until the infection was cleared up. "Probably late (B)(6) 2018," the patient thought she was in withdrawal. After the pump was filled with morphine the first week of (B)(6) 2018, she was okay for a while, then she was feeling bad again and they thought the infection was back and they put her on strong antibiotics, but she did not know the name. All of a sudden, in late (B)(6) 2018, she had the burning sensation at the pump and where she felt the burning, her skin was peeling. The last refill date was (B)(6) 2019 or (B)(6) 2019. All of a sudden, 3-4 weeks prior to (B)(6) 2019, she started having the same weird burning pain at the catheter incision area in the middle of her back and to the right. If she pressed on the pump, she felt extreme pain at the catheter incision point. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the patient was given 2+ lidocaine patches to try and referred to an allergist to see if she was allergic to the pump's metal. There were no further complications reported at this time.